Manufacturer narrative:
H6, patient code 1: corrected code. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak and surgical conversion. Four segments of a gore® excluder® trunk-ipsilateral leg component and a gore® excluder® contralateral leg component (19-029) were submitted in formalin for investigation to geprovas. The results of the investigation were provided to gore. The following is a summary of the ei observations: tissue present: yes/no minimal, scattered plaques of dark to light brown material were present on the abluminal surfaces of segments 2-4; consistent with coagulated/sedimented blood. Similar tissue was present on segment 1, with larger focal accumulations in the regions of the bifurcation and the proximal aspect. All lumens were patent, except for segment 3. Pale yellow/tan tissue encapsulated and extended beyond the distal pole of segment 3, fully occluding the lumen. A dark red film of material lined the lumen of segment 2; consistent with coagulated/sedimented blood. Segment 1: main trunk body fragment. The constraint sleeve and ipsilateral leg were transected approximately 1-2 cm distal to the area of bifurcation. Segment 2: ipsilateral leg fragment. The fragment was transected at both ends. The proximal end aligned with the transected ipsilateral leg distal end of segment 1. Segment 3: contralateral leg fragment. The constraint sleeve was fully transected and still attached to the proximal and distal ends. Segment 4: constraint sleeve fragment. The fragment was transected at both ends and free-floating. From gross images all material disruptions (i.e., material transections/cuts), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during the explant procedure. Request for additional analysis: no. Reason: material disruptions are consistent with those caused by surgical instrumentation during the explant process. Based on the ei¿s review of the geprovas report, no additional analysis is requested.

Manufacturer narrative:
The lot# for the gore® excluder® trunk-ipsilateral leg component was not available. A review of the manufacturing paperwork was therefore not performed.

Event description:
The following information was reported to gore: on an unknown date in 2008, this patient underwent endovascular treatment for an uncomplicated abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up imaging identified a type 1a endoleak due to disease progression of the proximal aortic neck. On (B)(6) 2018, after about 10 years, the endograft was explanted due to the type 1a endoleak.